Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a certas valve with siphonguard required revision surgery because the siphonguard had severed from the valve housing. Surgeon revised with a certas without a siphonguard. No abnormal issues reported post surgery.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when valve was received was at setting 5. The valve was visually inspected and confirmed the tear/cut in the silicone housing, as well as marks in the siphon guard. A review of manufacturing records found no discrepancies when the device was released to stock. The root cause for the tear/cut in the silicone housing is likely due to handling of the device. As noted in the IFU silicone has a low tear/cut resistance. Previous investigation of this issue has concluded that silicone housing tears are not design related. In order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The marks in the siphon guard could be due to forceps. As noted in the IFU, shod forceps should be used. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.